Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt was found unresponsive at home with his power base unit knocked over on the floor with the display module not attached. Emergency response was called and unable to revive the pt. The pt had known problems with chemical dependency and anticoagulation compliancy.

Manufacturer narrative:
The hospital advised 15 days after the event that the pump will not be explanted at autopsy, and will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.